Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dead after changing the battery the night before. The battery did not last more than one week. The customer's blood glucose level went up to 400 mg/dl. He was using the insulin pump to treat for the bolus. After changing the infusion set his blood glucose level came down to normal. The device was not returned.